Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
3.7x 10 implant was placed, pt returned with mobility, removal was done, bone graft + collagen plug placed pt return in 2 months